Manufacturer narrative:
The field service engineer (fse) observed a hole in the tubing through pinch valve pv49. The fse replaced the tubing and resolved the fluid leak issue. Service repairs were verified per established procedures. The instrument conformed to the manufacturer's published specifications. (B)(4).

Event description:
The customer reported approximately two milliliters of cleaner solution leaked outside the instrument during controls analysis involving the coulter hmx hematology analyzer with autoloader. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.